Event description:
Revision surgery performed due to pain performed about 1 year and 2 months after the primary surgery. During the revision, it was noted that the cement had not adhered to the femoral and tibial components (cement was not medacta). All components revised to gmk revision system.

Manufacturer narrative:
Batch review performed on 6 may 2024. Lot 2204684: (B)(4) items manufactured and released on 12-jul-2022. Expiration date: 2027-jun-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs department one year after primary cemented tka, at revision surgery, it is found that the cement did not adhere to the metal implants. This can be due to a number of different factors: the most influential ones are timing of application of the cement to the components and possible traces os moisture on the metal surfaces, but other factors may also play a role, such as room temperature, or storage temperature of the cement. There is no reason to suspect a defective device at the origin of this problem. Additional implants revised. Batch review performed on 6 may 2024 on gmk-sphere 02.12.0024l femoral component sphere cemented size 4+ l (k140826) lot. 2211881 lot 2211881: (B)(4) items manufactured and released on 20-sep-2022. Expiration date: 2027-aug-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 6 may 2024 on gmk-sphere 02.12.0410fl tibial insert fixed sphere flex size 4/10 mm l (k121416) lot. 2112454. Lot 2112454: (B)(4) items manufactured and released on 11-oct-2021. Expiration date: 2026-sep-26. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.